Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was a suction alarm and requested for support; recommendations were given to decrease the p-level and verify the position via echo. The physician reported that the pump was much too far in the ventricle, so pulled the impella 10 cm out of the ventricle until it was completely in the aorta; due to decrease of rr, recommendation given to start the CPR and implant a new impella. It was noted that during the complete event the impella showed the red failure mode "impella in ventricle", despite the impella being in the aorta. Ultimately the patient expired on support.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issues most likely was use related due the pump was much too far in the ventricle and pull the pump about 10cm out of the ventricle.